Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced wound infection, inflammatory reaction, adhesions, staphylococcus aureus beta lactamase, moderate growth of morganella morganii, gram positive cocci, phlegmon, infection, fibrosis, foreign body giant cell reaction, fever, purulent material, seroma, tract of fibrinous, necrosis, and unincorporated mesh. Post-operative patient treatment included wound exploration, removal of mesh, admission to hospital, wound dressing, wound packed, incision/ drainages, panniculectomy, and hernia repair with mesh.